Manufacturer narrative:
The positive tyndall effect was reported following the icl exchange. (B)(4). The lens was returned in liquid, in a lens case/vial. Visual inspection found the haptic broken. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -10.5 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. An enlargement of incision was performed. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/25 and uncorrected visual acuity (ucva) was 20/60.